Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service report technician indicates that poor watertightness of cable unit, corrosion on coupler unit was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.